Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: on investigation, the returned battery cap was evaluated and the measurements determined to be out of specifications. The battery cap was able to fully tighten to the pump. There was moisture corrosion inside the battery compartment. Leak testing failed due to a battery compartment leak; the battery compartment was noted to be cracked. On investigation, the pump experienced re-boot during the attempted 24-hour exercise. Pump download was not possible due to the pump¿s inability to maintain connection during the attempted download. The pump was opened for further investigation and revealed evidence of moisture throughout the interior compartment of the pump; there was no damage to the power circuit. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; damaged battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.